Event description:
Received a letter from an attorney alleging the customer was in his powerchair and when he leaned forward the footplate broke off causing him to lose his balance and fall forward onto the floor. Customer sustained lower back pain.

Manufacturer narrative:
Due to pending litigation, a device eval cannot be completed at this time. Cannot draw any conclusions at this time. A f/u report will be submitted if the device is made available to pride for eval.